Event description:
It was reported to philips that the system got stuck and was slow. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment for coronary procedure was performed when the issue happened. The procedure was completed after restarting the system. Philips field service engineer (fse) visited onsite and confirmed that the system got stuck and was slow. After reviewing the log, fse found that software error causes the reported issue. Upon troubleshooting, fse found there was no signal. To resolve the problem, fse restarting system and deleting images. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.